Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Logfile analysis confirmed that the device experienced a technical failure during active neonatal ventilation, where a cluster of technical faults (tf446029, tf1746004, tf432001, tf1446029, tf1485001) occurred shortly after ventilation start, leading to transition to ambient state and interruption of ventilation. The device was immediately restarted and ventilation resumed; however, recurrent technical event 232006 was observed during continued operation, followed by a second occurrence of the same fault cluster in standby, after which the device was powered. Historical logs also show repeated occurrence of technical event 232006, including persistence during subsequent startups and a self-test failure on 31-03-2026. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the event was reported as a technical event involving blower and mainboard, with high blower temperature reading and ambient failure during ventilation. No harm to the patient was reported.